Event description:
Dignashield stool management system initiated for frequent diarrhea on a critical care patient compromised with wounds and immobility. Patient bmi 35.2, and experiencing edema of the lower extremities and scrotal area. At hour 36, the catheter was removed as the diarrhea subsided. It was discovered at that point, patient had an area of necrosis at the base of the anus.